Event description:
Consumer stated that the device broke. The connection between the pad and the loops are broken. When he was wearing it while awake and noticed it was fine. Felt a bit more loose than past purchases of the same guard when he woke up during the night.

Manufacturer narrative:
Consumer did not seek medical attention, and did not complain of any kind of injury. MFR is trying to obtain the product and further information on the nature of the malfunction. We are unable to ascertain if this is a reportable malfunction at this time, but are reporting in an abundance of caution. However, unless additional information regarding the event is received, this incident is closed as we are unable to perform an evaluation.